Event description:
The customer reported the tip of the camera end of the tube was broken off during inspection for use of an olympus rhino-laryngo videoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely a stress problem led to component failure. A probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.